Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would not charge the pump. The pump was able to be charged using an alternate cable. Customer stated that there was no impact to blood glucose level (140 mg/dl).